Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro heater wire was loose and sticking out from the jaw. Nothing fell into the pt and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The hemopro device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was separated from the jaw; however, the wire remained attached to the tip of the hot jaw. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).